Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A customer contacted baxter's technical service center and reported the final bag fell off the table and disconnected while on the homechoice (hc) device during dwell 1. There was no alarm. The technical service representative advised the homepatient (hp) to end therapy and start over using new disposables. On (B)(6) 2010, product surveillance contacted the hp regarding the disconnected bag. The hp stated that he moved the bag and it just fell. He stated that he immediately closed his port, discarded the cassette and no companion sample was available. The hp did not remember the type of bag that fell. The patient stated he did not feel there was a problem with any of the baxter supplies. The patient reported he continued therapy with new supplies with no reported patient injury or medical intervention.